Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# n4b1842y sigpshell - sig power sigpshell control shell, lot# n3m1567y sigphandle - sig power sigphandle handle, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic laparoscopic low anterior resection (lar),  after firing the reload, it stopped after 1/3 of the length of the reload and did not respond to the surgeon's actions, the stapler was reset and the reload opened. A new  reload with new  stapler and adapter was used for ending procedure. There was no patient injury.